Event description:
The pump was implanted in the patient's left lower abdomen. The wound "healed nicely." The patient developed an infection and a pump refill was postponed. It was suspected that the implant operation might have been the source of the infection or the patient may have developed pressure sores. The plan was to replace the pump on the other side of the abdomen. The drug delivered was gabalon (baclofen). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that on the day the patient's pump was scheduled for refill, the patient was admitted to the hospital after developing an infection. The patient developed symptoms of infection in their lower left abdomen following a reimplantation procedure performed "last year". The wound from the previous implantation was noted as having been closed "cleanly"; however "it may be possible that the last disinfection was not complete or that the patient, although quadriplegic, might have moved a little and developed a pressure sore". A physician indicated that the patient was "alive" because of intrathecal baclofen therapy, and "therefore the pump should be re-implanted at a different site while continuing to treat the infection". A pump replacement procedure was planned. It was noted that patient had not recovered. The medication administered via the pump was gabalon intrathecal at a daily dose of 260 mcg/day.

Event description:
Additional information: it was reported that the patient had a bed sore, but not an infection. The event was related to the pump, but it was unknown if it was related to the catheter or programming. The reimplantation procedure took place on (B)(6) 2011. At the surgery it was determined that the patient did not have an infection, but suffered from a "kind of bed sore" in the area of the pump pocket. The new pump was reimplanted in the lower right abdomen and the existing implanted catheter was used. The area of the bed sore had "well improved and could be reported as cured."